Event description:
This device was returned without oos documentation. Per the following physician's office, this device was removed due to pocket erosion. This device was replaced with a medtronic device. There are no adverse events reported for this pt.